Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the generator had a e486 error. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. Updated fields: d8, d9, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for evaluation and the customer's allegation was not reproduce during service inspection. However, it was found that e486 occurred history was recorded in the error log. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus treatment instrument (included high-frequency treatment instrument and/or cable was improperly connected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.